Event description:
A report was received that stated a nurse received a needle stick. The report stated that the nurse attempted to recap a needle, when sliding the needle inward it seems to catch forcing the needle to go through the plastic and sticks the nurse. The report does not indicate that the stick was a failure of the safety device; the report specifies that the stick occurred during a recapping activity. There was no report of incident related medical sequelae and no treatment was reported.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.